Event description:
It was reported that the device was explanted due to failed dft testing. The patient had to be externally rescued. It was noted that the device had failed dft testing in the past. No other anomalies were observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported output anomaly was confirmed via review of diagnostic data. A full evaluation of the device functionality was performed on the bench and using our automated testing equipment; the device tested normal. The cause of the reported output anomaly was not determined.